Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is underway. The root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the instrument continued to seal even when the foot pedal was released (deactivated). The problem occurred during a laparoscopic eug procedure. The intended procedure was successfully completed, after a short delay of unspecified time, using bipolar forceps from a gynecological laparoscopy set and scissors. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.